Event description:
It was reported that during the implant procedure, multiple revisions were required due to lead dislodgement and the patient had a pericardial tap due to effusion. Approximately two months later, the patient had a recurrent moderate pericardial effusion and a left pleural effusion was noted. During the revision procedure, the right ventricular lead was noted to be seated adequately and the echocardiographic findings of right atrial lead suggestive of perforation with fluid about the appendage. There was stranding echogenic material suggestive of clot around the tip of the atrial lead. Both leads were removed and replaced. There was no change in the moderate pericardial effusion post-extraction and the patient will continue to be followed. The physician indicated that the atrial lead was the likely cause of the patient's recurrent pericardial effusion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).